Event description:
Event description: surgeon was using a ventralight st mesh with echo 2 positioning system. After the mesh was place intra-abdominally it was noted that a portion of the positioner was missing. This piece was not thought to be radiopaque but a number of abdominal x-rays were taken never the less and all were negative for retained foreign body. The pieces of the positioning system were compared to a new device. One of the "spokes" that support the mesh was missing and may be left inside the patient. Another spoke was torn off but recovered. Manufacturer response for mesh for hernia repair, bard (per site reporter) pending evaluation.